Event description:
It was reported that the device will not deliver energy 1 joule. All other energies levels function properly. The customer indicated that when selecting 1 joule the unit will take 20 to 30 seconds to charge, and then it will not discharge. There were no reports of patient use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control recommended checking another set of paddles, and if the problem re-occurs, to look at the power conversion board. The customer later confirmed that the device was retired due to the age and the cost to repair. The device will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.